Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation on january 23, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat a duodenal fistula during a pelvic collection with stent placement procedure performed on an unknown date. During the procedure, there was difficulty in releasing the second flange of the stent. The axios stent was eventually deployed; however, when the echoendoscope was removed, it was noted that the tip of the axios catheter broke. The axios stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event. It was reported that the axios stent and electrocautery enhanced delivery system was implanted to treat a duodenal fistula. Per the instructions for use (IFU), "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content or the biliary tract." The stent is not indicated for the treatment of fistula.